Event description:
The patient was undergoing an embolization procedure in the left renal artery using ruby coils. During the procedure, the physician successfully deployed thirteen ruby coils; however, when the physician attempted to remove the base catheter, the proximal end of the last ruby coil flipped into the abdominal aorta. A snare device was advanced into the abdominal aorta and successfully retrieved the fragmented piece of the ruby coil. The physician commented that there was no device malfunction, however, and the event was due to user error. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.